Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the detailed condition of the product could not be verified and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Additional information (b5): it is unknown when the issue occurred.

Event description:
Additional information: it is unknown when the issue occurred.

Manufacturer narrative:
While speaking with the olympus technical assistance center (tac), the technician confirmed the lamp hours, currently at 300 hours, lamp replaced 3 months ago. Customer was recommended to replace the lamp or send the xenon light source in for repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source lamp does not turn on, customer have to power off/on again and then the lamp will come on. There were no reports of patient harm.